Event description:
It was reported that the right ventricular lead exhibited loss of capture due to dislodgement. During lead revision, it was noted that the suture sleeve had not been tied down at implant. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.